Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed loudly and the screen said "service error" during delivery. The pump had to be turned off to reset alarm, and none of the previous infusion settings were saved. IV fluids and kcl (potassium chloride) minibar were infusing at the same time. The pump continued to work as normal once turned back on. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h10. H10: the device was received for evaluation. Visual inspection revealed severed motor mount screws. During functional testing, the reported problem was unable to be reproduced. Review of the event history log revealed a system error 110 message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be severed motor mount screws. The motor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.